Manufacturer narrative:
Method: no testing methods performed is selected since no information is available about the device in order to perform the testing. Manufacturer is trying to obtain further information. Manufacturer is submitting separate report for each case.

Event description:
The manufacturer was notified on 10 mar 2016 about the early degeneration of 5 perceval valves due to calcification. No further information was provided.

Event description:
The manufacturer was notified on march 10, 2016 of the following: there are five cases of valve in valve (corevalve) in perceval after early calcification of perceval. On april 25, 2016, the following updated information was submitted: ¿a (B)(6) old female patient underwent perceval s valve 23/m implant on (B)(6) 2010 (isolated avr). The patient was suffering preoperatively from diabetes and dyslipidemia. The preoperative cardiac status revealed lv dysfunction. The patient was in the preoperative nyha class ii. After surgery the patient reported urinary tract infection, resolved without sequel. After discharge no follow up visits were performed, since the patient was living mainly in (B)(6) and it was not possible to reach. The patient has been considered officially withdrawn from the study in (B)(6) 2012. On (B)(6) 2015 the patient was hospitalized at imm in ICU because of congestive heart failure. Pre-tavi echo on (B)(6) showed mean gradient 52 mmhg, ef 35/40%, vmax 4.46 m/s, aortic insufficiency moderate to severe. The patient underwent tavi (corevalve 23), indication steno-insufficiency.¿